Event description:
A high impedance warning message was observed on the patient's device at a clinic visit two weeks after initial implant surgery. The company representative noted that the impedance value he observed was in the range of 4900-5000 ohms and did not appear to reflect true high impedance; however, he believed that he observed a high impedance warning. No additional relevant information has been received to date.

Event description:
The company representative was unsure whether he actually performed diagnostics on the patient's device during the clinic visit when he first observed the high impedance. Programming history was later reviewed for the patient's generator and confirmed that high impedance was present in several diagnostic tests performed on the date the company representative first observed the high impedance warning message. However, high impedance was not observed in diagnostic tests performed during two subsequent clinic visits. No additional relevant information has been received to date.

Event description:
The nurse confirmed that the lead pin had been properly inserted into the generator header. She reported that the impedance value observed at the first follow-up visit was 5420 ohms, and a high impedance warning message was observed. The high impedance warning message was reportedly not observed at a subsequent visit, and the nurse reported that high impedance was no longer observed on the generator. A company representative confirmed that he also no longer observed high impedance on the patient's device. The nurse reported that nothing was done to the patient's device to resolve the high impedance. No additional relevant information has been received to date.

Event description:
High impedance was initially observed but subsequent diagnostics show that the impedance is within normal limits. Patient has been doing well and has enjoyed good seizure reduction since his vns was implanted. The nurse practitioner has not ordered x-rays at this time as the patient is doing well and feels the stimulation. A review of device history records for the generator and lead shows that no unresolved non-conformances were found. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (#62;/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway.